Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00142: plate 1, 3025141-2017-00143: link screw, 3025141-2017-00144: plate 2, 3025141-2017-00145: screw 1, 3025141-2017-00146: screw 2, 3025141-2017-00147: screw 3, 3025141-2017-00148: screw 4, 3025141-2017-00149: screw 5, 3025141-2017-00150: screw 6, 3025141-2017-00151: screw 7, 3025141-2017-00153: screw 9.

Event description:
Acu-loc 2 vdr plates were implanted. At some point post op, one of the nine screws broke. The plates and screws were explanted.

Manufacturer narrative:
Product has been returned and was examined under magnification, and found no unusual wear or breakage with the exception of wear surrounding the hex feature, consistent with insertion. Additional mdrs associated with the event: 3025141-2017-00142 follow up 1: plate 1, 3025141-2017-00143 follow up 1: linkage screw, 3025141-2017-00144 follow up 1: plate 2, 3025141-2017-00145 follow up 1: screw 1, 3025141-2017-00146 follow up 1: screw 2, 3025141-2017-00147 follow up 1: screw 3, 3025141-2017-00148 follow up 1: screw 4, 3025141-2017-00149 follow up 1: screw 5, 3025141-2017-00150 follow up 1: screw 6, 3025141-2017-00151 follow up 1: screw 7, 3025141-2017-00153 follow up 1: screw 9, 3025141-2017-00175: screw 10, 3025141-2017-00185: screw 11.